Manufacturer narrative:
The device is en route to the manufacturer for failure investigation which is pending it's receipt. This incident is currently under investigation, and a follow up report will be submitted when the investigation is completed.

Event description:
In 2007, nellcor puritan bennett received a report that user noticed a foul smell coming from the gkh20 humidifier and unplugged it. The plastic housing of the gkh20 appeared to be melted.